Event description:
Reporter noted eye was murky and handpiece was hot; changed handpiece to complete procedure. Mild corneal burn occurred during left eye extracapsular cataract extraction. Three sutures used to close wound.